Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, an inquiry was received regarding ra lead undersensing. Review of data received confirmed the ra lead undersensing. Ra lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.